Event description:
The customer reported a leak from the right side of the lh 500 hematology analyzer. The customer indicated that approximately 5 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and no injury or direct exposure with the leak was reported. The customer stated that no patient samples were affected by the leak and there was no change or affect to patient treatment in connection with this event. The instrument did not generate any error messages or flags during this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument, and observed a blue fluid leak and a small tear in one of the tubing through pinch valve pv37. The fse replaced the affected tubing, cleaned the spill, and no further leaks were observed. (B)(4).